Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Failure analysis investigations replicated and confirmed the customer reported complaint. The primary failure of the failure during initialization was found to be related to the customer reported complaint. The instrument was found to have hi drivetrain friction failures during initialization based on log review of logs, as well as during in house testing. The stapler failed initialization when placed on the in house system. Failure analysis also found a secondary failure of I-beam sleeve damage to be related to the customer reported complaint. Upon inspection, the I-beam was manually driven out and found to have sleeve damage. As a result, friction was observed when the I-beam was driven out, and the I-beam was unable to be driven out completely. This failure likely caused the initialization failures observed. An additional observation not reported by the site was that the instrument was found to have 2 firing failures based on log review. The instrument was transferred to advanced failure analysis. The instrument was re-installed on an in house system and failed to initialize with the system on each attempt. During visual inspection, the I-beam assembly was manually extended but could not be extended further than 12mm. The I-beam sleeve was also observed to be damaged. A large portion of the sleeve was not secured to the I-beam assembly and was not visible through the clamp indicator window. The instrument was fully disassembled to determine the location of the damage. Disassembly revealed that the I-beam sleeve became bunched at the channel opening of the distal clevis. The sleeve was also torn, and remnants of the sleeve were seen around the distal clevis and at the exit of the outer snake wrist tube. It is likely that the damage and bunching of the I-beam sleeve prevented the I-beam from progressing the full length of the reload during the firing failures that were seen in the logs. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure, after the fourth stapler reload, the stapler would no longer fire. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the accessory was inspected and there was no damaged noted. The stapler reloads used was a blue and white reload. Surgeon used these units due to the type of procedure being performed. The reported event occurred on the fourth staple fire. The stapler did work prior to the incident. The surgical task being performed was a stapling of the gastrectomy line. The target tissue was the stomach. The tissue was not calcified. The tissue was not exposed to radiation or chemotherapy. There was no tissue tension. There was no tissue bunching. The stapler failed to fire at all. There were no obstructions. The surgeon did not fire over an existing staple line. No buttress material was used. There were no clamping issues. There was no additional bleeding. There was no unexpected tissue removal. It was removed from field when it would no longer open or fire and a new one replaced it. The procedure was completed robotically as planned with a short delay.